Event description:
The customer reported a leak inside the unicel dxh 800 coulter cellular analysis system. The customer stated that the instrument failed latron controls when the leak was noticed. The customer indicated that approximately 1 ml of fluid leaked and was contained within the instrument. The customer was wearing personal protective equipment consisting of gloves, a laboratory coat, and eyeglasses at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse discovered that the probe wash vent drain was clogged which caused a leak at the probe due to a lack of vacuum. The fse flushed the probe wash vent to clear the obstruction. The instrument then ran without any leaks and passed all controls. The fse verified the repair as per established procedures and results met published specifications. (B)(4).